Event description:
Procedure: low anterior resection. According to the reporter: an anastomotic leak occurred at staple line requiring prolonged hospital stay and delay in chemotherapy until leak had healed.

Manufacturer narrative:
(B)(4).